Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported they received their implant yesterday and today noticed a change in therapy. Yesterday and this morning their symptoms were controlled, but this afternoon urine was "pouring out". The event is considered a sudden change in therapy/symptoms. A manufacture representative (rep) told the patient to turn it up to 0.2v, but the patient has turned stimulation to 0.8v. At 0.8v, patient reports feeling stimulation initially and then it dissipates. It was reviewed that this is fine as long as symptoms are controlled. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with the healthcare provider (hcp). Patient will monitor and diary symptoms. Rep is suppose to call the patient on (B)(6) 2017 to check on them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient who reported that the patient was not feeling stimulation and stimulation was confirmed to be turned on. The caller reported that the patient turned stimulation up too high right after surgery and it was uncomfortable like it was on fire so the patient went back to their healthcare provider (hcp) to get help. The reason for the overstimulation was the patient had the trial turned to a high setting and it worked well so the patient thought that they needed the implant set to a high setting as well. The caller reported that the week prior to the call the patient became very incontinent and was peeing everywhere so the patient tried to increase stimulation, but the patient encountered a screen that they were not familiar with. The patient confirmed that they were able to sync and stimulation was on and set to 2.5 on program 3. The patient was assisted with increasing stimulation to 2.8 and was going to try this setting as they confirmed feeling stimulation at this setting. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.